Event description:
I have a eon neurostimulator #3788 from st. Jude's medical that is on your recall list, but was implanted after the recall was issued (date of implant (B)(6) 2014). The battery is no longer working and has to be reimplanted. I am curious as to if all serial numbers are involved in the recall, as st. Jude's tels me only certain serial numbers are included. The FDA recall # is 61171.